Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device intermittently displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.